Manufacturer narrative:
This report is being submitted to relay the additional information that this report is a duplicate. During investigation has been reported already under 0001038806 - 2020 - 00715. The following sections are being reported: b4: date of this report was updated. G4: date received by manufacturer was updated. G7: type of report was updated. H2: type of follow up was updated. H10: narrative/data was updated.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
Doctor reports peri implantitis around bopt6511 implant in tooth site #31. The implant was removed.